Manufacturer narrative:
(Manufacturer narrative = t, corrected data = f) internal report # (B)(4). Product not returned for evaluation. Most likely underlying root cause: mlc-20-user's test strip had poor storage (kitchen). Test strip UDI#: (B)(4). Note: manufacturer contacted customer (several attempts) in a follow-up call to ensure that the replacement products resolved the initial concern - unable to establish contact at this time.

Event description:
Consumer reported complaint for high and erratic blood glucose test results. The customer is concerned with tests results from back to back blood tests of 203, 221 and 282 mg/dl. The customer's expected fasting blood glucose test result range is 130 - 180 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call a back to back blood test was not performed by the customer. The product is not stored according to specification and is stored in the kitchen. The test strip lot manufacturer's expiration date is 09/20/2020 and open vial date is (B)(6) 2019. The meter memory was reviewed for previous test result history (customer only had three results in the memory): result 1: 203mg/dl, date: (B)(6) 2019, time: 9:00pm, fasting. Result 2: 221mg/dl, date: (B)(6) 2019, time: 8:57pm, fasting. Result 3: 282mg/dl, date: (B)(6) 2019, time: 8:53pm, fasting.